Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative tested the pump for several days and the pump was found to be working within specifications and the reported issue could not be reproduced. Customer communicated that there was no error visible when the pump was stopped. Serial read-out analysis confirmed the hand cranking performed by the customer and no other error code was stored prior to the hand-cranking performed by the customer. Speculation from technician is that the pump stopped because of an accidental oversight by the perfusionist. However, this could not be confirmed. Livanova technical department advised to replace the processor board and display. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During a procedure, a s5 roller pump failed and it was impossible for the perfusionist to restart the pump. He started to hand-crank the pump until the device was replaced with another. There was no report of patient injury.

Manufacturer narrative:
H.10: as per equipment maintenance intervention prevention, the pump motor control board and the pump computer board are going to be replaced. Based on available information and troubleshooting results, it cannot be ruled out that a temporary missing communication between the computer board and the motor controller board could have led to the reported event.

Event description:
See initial report.